Manufacturer narrative:
Correction: section h6 investigation conclusions code should have been "22 - known inherent risk of device" instead of "12 - cause traced to device design" in additional report 1. This correction is reflected in this additional report 2.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the physician underwent surgical intervention to remove the patient's right lead and extension with no complications. No remaining infection issues were told of.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an infection at the right ipg site. As a result, the patient underwent surgical intervention during which the right ipg and right extension were explanted. The patient's right lead and burr hole cover will be explanted on another day.